Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 53 alarm (software error detected). The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed, the customer was able to clear the alarm, complete the insulin pump rewind and the insulin pump passed self-test.. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed displacement test and selftest. The pump was monitored and no pump error 53 alarm during testing. Successfully downloaded history files and traces using thump. Pump error 53 alarm was recorded and found in the formatted history file on 03/21/2025 10:27:25.000 to 03/21/2025 11:02:42.000 softwareerror (53) linenumber 1817, filenumber 342. Pump error 53 was triggered in the function ui_isbasalpatternstateoptionshandler() due to invalid basal pattern event - suspecting the hw ( memory corruption)" pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no cosmetic damage found. Pump error 53 alarm was confirmed. Pump error 53 alarm suspected hw issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.